Event description:
A customer reported obtaining an unexpected negative reaction with a sample known to contain anti-m (igg) using capture-r ready-screen (3), lot e078, on echo m00096. Positive results were obtained with the cross-match assay.

Manufacturer narrative:
The presence of the m antigen was confirmed on retention product capture-r ready-screen 3 (crrs3), lot e078. An in-house sample containing anti-m and the customers submitted sample were tested with lot e078. The in-house sample performed as expected. The submitted sample resulted as equivocal with cell 2 and negative with cells 1 and 3. An antibody identification panel was performed on the neo. The in-house sample resulted as positive with all six homozygous m+ cells and equivocal with two out of five heterozygous m+ cells. The customers sample resulted positive with three homozygous m+ cells and one heterozygous m+ cell. Controls performed as expected. The unexpected reactivity appears to be sample related. The antibody appears to be present in a low concentration/minimum level of detection. The investigation did not identify a product deficiency.